Event description:
The manufacturer received information alleging that the dreamstation auto CPAP device produced a burning scent throughout the device, which led to burning in the patient's nose and throat. This was assessed as a non-serious injury. There was no reported medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
This report is submitted to provide additional information regarding the event reported, product UDI, updates on coding, and customer information. The manufacturer received a report indicating that, after several months of device use, the patient detected an odor described as burnt plastic emanating from the device, accompanied by sensations of burning in the nose and throat, nausea, and headaches. The customer reported that the patient's symptoms improved upon switching to an alternate device. The manufacturer has requested the return of the affected unit for further engineering investigation and evaluation. This complaint was reviewed by the manufacturer's clinical review expert due to a report of a burning scent coming through and burning the patient's nose and throat. Additionally, nausea and headaches were later reported through a follow-up with the customer. These symptoms were reported to resolve. Although the manufacturer requested the device be returned on 18-mar-2025 and 23-mar-2025, the device has not been received for evaluation, nor is their indication that the device is in transit to the manufacturer as of the time of this report. Based on the information provided from the customer in response to good faith effort attempts during the complaint investigation, no smoke, flames, or thermal damage were visualized. At this time, a root cause cannot be confirmed. The post market surveillance team continuously monitors and evaluates incidents in the field involving these products. This reported issue has been accounted for in the associated product risk management file, and there are risk control measures documented that are intended to mitigate patient safety risk to acceptable levels. Current post market data demonstrates that the benefit-risk profile of the device has not changed, and that overall risk is reduced as far as possible. An updated final report will be submitted after engineering evaluation, if the manufacturer receives the device from the customer.

Manufacturer narrative:
This report is submitted to provide additional information regarding the event reported, product UDI, updates on coding, and customer information. The manufacturer received a report indicating that, after several months of device use, the patient detected an odor described as burnt plastic emanating from the device, accompanied by sensations of burning in the nose and throat, nausea, and headaches. The customer reported that the patient's symptoms improved upon switching to an alternate device. The manufacturer has requested the return of the affected unit for further engineering investigation and evaluation. This complaint was reviewed by the manufacturer's clinical review expert due to a report of a burning scent coming through and burning the patient's nose and throat. Additionally, nausea and headaches were later reported through a follow-up with the customer. These were assessed by the clinical expert as non-serious injuries. Therefore, the device did not contribute to a serious injury or death. Although the manufacturer requested the device be returned on 18-mar-2025 and 23-mar-2025, the device has not been received for evaluation, nor is their indication that the device is in transit to the manufacturer as of the time of this report. An updated final report will be submitted after engineering evaluation, if the manufacturer receives the device from the customer.